Event description:
The caller alleged discrepant results when compared with lab results reported.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. As per the internal procedure (B) (4) rev.2 the inratio value and lab values are within the confident limits. The patient also repeated the test with inratio meter by pricking in different fingers. The results are as follows; 5.1, 3.1, average: 4.1, stdev: 1.41, %cv: 34.49. As per internal procedure tr # (B) (4) rev.2 if the %cv is greater than 20% the criterion is not met. The product will be investigated.